Event description:
The original report from the field states that the powerflex balloon burst at rated burst pressure. The product was returned for evaluation and a balloon rupture noted. Also, it was noted that the inner shaft of balloon was detached.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. Please note that the event date is unknown.

Manufacturer narrative:
The original report from the field states that the powerflex balloon burst at rated burst pressure. The product was returned for evaluation and a balloon rupture was noted as well as the inner shaft of the balloon being detached. One non sterile catheter power flex p3 8.0mm x 10.0cm 80.0cm was received coiled inside a plastic bag. The unit was received in two parts, a 14cm piece of inner body and a 74.5cm piece of the body shaft/ inner body/balloon .there were blood residues observed in the catheter. The balloon was inflated and deflated. The balloon showed rupture radial. The distal balloon was radial ripped approximated at 71.5 cm from hub. The distal balloon and tip were not received. The inner body was ripped approximated at 71.5.5cm from hub. Inner body showed elongation. No other anomalies were observed in the returned device. A leak test could not be performed due to balloon conditions. Analysis was performed to identify the cause of balloon burst. The balloon external surface exhibited evidence of several scratches near the tear edge. The inner surface presented no evidence of damage. The inner body separation surface presented evidence of elongations at the separation surface, also evidence of an accordion-like condition was observed on the internal body. Elongation is a common characteristic of pieces which were stretched/ pulled until separation; it is also possible that after the event of stretching/ pulling, the body got the accordion observed shape. It is possible that a stretching/ pulling event might have caused the observed conditions; however this could not be conclusively determined. This balloon burst failure exhibited no other anomalies that could have caused the failure. Marker bands exhibited no anomalies. The unit was analyzed and the final outcome was that complaint was not related with the manufacturing process. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of balloon burst along with a secondary failure of body shaft separated was confirmed through failure analysis. Review of the analysis performed on the device is suggestive of procedural and/or lesion characteristics contributing to the reported event, although with the very limited information it is not possible to determine an exact cause of for the event. There is nothing in the analysis or the device history report review to indicate that there is a design or manufacturing related issue therefore no corrective action will be taken.